Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced syncope and went to the hospital. The physician reviewed the device electrograms (egms) and noted several episodes of oversensing due to noise. An x-ray analysis of the cardiac resynchronization therapy defibrillator (crt-d) system revealed anomalies on the lead electrode. The report did not distinguish which lead electrode was affected. The next day, a new non-boston scientific system was implanted, and this crt-d along with the chronic leads were explanted without further incident. The device will be returned and the leads were discarded.